Event description:
Allegedly the patient (farmer) presented with pain in hip. Patient claimed no trauma. Surgeon discovered liner was broken during revision surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigaiton is complete. This is the same event as 1043534-2010-00289. This event occurred in (B)(6).

Event description:
Allegedly the patient ((B)(6)) presented with pain in hip. Patient claimed no trauma. Surgeon discovered liner was broken during revision surgery.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence that product in spec when used. Use of device could not be determined.